Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the device was replaced on (b)(60 2019 and sent for analysis to mdt. No further complications have been reported.

Manufacturer narrative:
Product analysis # (B)(4), analysis information -- 2020-01-31 10:27:42 cst pli# 10 product ID# 8637-40. The pump was returned and analysis identified residue in the motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (25 mg/ml at 4 mg/ml) and baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported that the pump began alarming on (B)(6) 2019 and the patient experienced signs of withdrawal. The pump stopped alarming on (B)(6) 2019 and the patient felt like they were receiving medication again. On (B)(6) 2019 the pump began alarming again and when it was interrogated a motor stall was confirmed. The cause of the motor stall was unknown but reported to be possibly related to the high concentration of dilaudid in the pump. The pump was programmed to minimum rate and the patient was given oral medication until a pump replacement could be performed; the projected surgery date was (B)(6) 2019. The issue was unresolved at the time of this report; patient was alive with no injury. No further complications have been reported as a result of this event.